Manufacturer narrative:
(B)(4): a visual inspection of the device revealed a corewire fracture from the ballweld and the coiled elongated approximately 47.5cm measuring from the distal end. The ballweld was not returned for analysis. Scan electron microscope (sem) testing of the proximal fracture site revealed evidence of compression and tension indicative of a bending action and elongated dimple ruptures and smeared material in a tear / reverse bending direction. No material anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6), 2010. It was reported that during a percutaneous transhepatic cholangiodrainage procedure the guidewire uncoiled. The 100% stenosed lesion was located in the non-calcified biliary artery. The physician placed another manufacturer's guidewire into the biliary artery and then exchanged it for the amplatz super stiff guidewire. It was noted that 'during the procedure' resistance was encountered. The physician removed the amplatz guidewire and noted that the distal tip had uncoiled. Another of the same device was used to complete the procedure. No patient complications were listed and the patient's status was reported as 'good'. The device investigation revealed that the tip of the guidewire fractured.